Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged. The physician attempted to reposition the lead without success. Additional information indicated that the dislodgment was confirmed through fluoroscopy and there were no clinical observation noted. The lead was explanted. No additional adverse patient effects were reported.